Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. Additionally, not performing an x-ray immediately after the procedure to confirm placement, and incorrect programming parameters have been ruled out. However, the patient reported they have had this sensation as a systemic effect in the past which included burning on one side of their body and ringing in their ears. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have had systemic effects in the past (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported burning in their right leg, right arm, and the right side of their back and face during their trial period. The patient was instructed to turn off the device and disconnect the transmitter assembly which resolved their symptoms. The trial device was pulled as expected and no further issues have been reported.